Event description:
The customer contacted baxter's service center regarding a patient that did not prime the patient line extension all the way and felt as though the air was inside of them, which occurred on the homechoice (hc) during use at the end of therapy. The technical service representative (tsr) told the home patient (hp) to call the registered nurse (rn) regarding the air and a possible resolution. The hp said they connected and did not check to see if the patient line was primed. The hp would call the registered nurse (rn). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report of a use error, failed to follow therapy steps was confirmed. The cause was undetermined. The label review found the labeling adequate for the use error in this complaint.